Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that this was the 2nd controller that was sent to them and, again, it was a "piece of junk". Patient stated that it kept "dropping their settings". Patient stated that they are supposed in group b and their therapy intensity was dropping to 0.0. Patient mentioned that this has been happening for couple of weeks now. Patient had their device reprogram 3 weeks ago with manufacturer representative (rep). Patient explained that in group a they have problems setting the program to turn off. Patient got pain and zapping on group a and they cannot even lift their arm. Patient shifted to group b and when they used it, it helped their back issue but not the calf issue. Patient is unsure what group to use. Agent reviewed information. Agent redirected patient to hcp to address concern.

Manufacturer narrative:
Correction to previous regulatory report: not all codes applied for information reported in b5. Coding corrected, see section h6 for updated codes. A090402 removed as incorrectly applied initially. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.